Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the collimator was stuck and blocked. Review of system logfiles confirms the malfunction. Upon troubleshooting, fse found that shutter was not moving and an issue with dicom communication between the system and the pacs. Fse replaced the collimator. After replacement of collimator, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code was corrected.

Event description:
It has been reported to philips that the allura collimator shutters were stuck. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.